Manufacturer narrative:
Other applicable components are: product ID 37761 lot# serial# (B)(4) product type recharger analysis of the desktop charger (37761) found that it had a broken connector pin. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's desktop charger was not plugging into the ins recharger all the way, because the connector pin broke off inside the insr port. The patient stated that it would go in part of the way and then fall out. It was confirmed that the arrows were aligned. The patient's ins discharged, the stimulation stopped, and the patient's pain returned. A new ins recharger and desktop charger were issued to the patient. No further complications were reported.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.